Event description:
It was reported that during a video hysterectomy procedure, the device did not work until the end of the procedure. It caused some bleeding, but the pt did not have any serious injury. There was no adverse pt consequence. A like device had to be used on order to finish the procedure.

Manufacturer narrative:
D4: serial # = ni.